Event description:
It was reported that upon arrival, it was noted that there was a potential sterility breach on the packaging of the device. It was also reported that this device was not used on a patient. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the packaging had been damaged and there was a breach to the sterile barrier. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.